Manufacturer narrative:
One actual device was received for evaluation. Visual inspection on the returned sample revealed a leak from the spike port cap. Functional testing was performed which identified a leak from the spike port cap at the base of the spike port with spike port blocked and unblocked. The leak was observed between the spike port tubing and spike port connector. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) exactamix 1000 ml eva tpn bags were leaking from unspecified locations. This occurred after compounding. There was no patient involvement. No additional information is available.